Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6)2021. Approximately 1 year and 3 months after the initial procedure the patient had a left knee revision. Revision op report 8 may 2023/ k mcguinness received via legal 13 apr 2023. Postoperative diagnosis: left knee arthrofibrosis with polyethylene wear and osteolysis. Due to a high bmi (37) there was increased time was necessary for exposure, closure and balancing. Sterile dressings were applied.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) the following sections were corrected: b3 d4 (expiration date) h4 h6 (health effect - clinical code) [list only MDR section codes updated/corrected in alphabetical order]. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, the reported arthrofibrosis, and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.